Event description:
Additional information received indicated the issue was resolved by explanting and replacing the right ventricular (rv) lead. During the explant procedure, the physician visually observed an insulation abrasion in the subclavian area. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, one episode of non-sustained ventricular tachycardia and non-sustained right ventricular oversensing was observed on the right ventricular (rv) lead due to noise. Provocative tests, pocket manipulation and isometric tests did not reproduce the noise. The physician elected to monitor the patient. The patient was in stable condition.

Manufacturer narrative:
Additional information: the reported event of oversensing due to noise was not confirmed but insulation abrasion was confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the right ventricular cable lumen distal to the suture sleeve tie mark which is consistent with friction to another implanted device or feature of patient anatomy. One right ventricular etfe cable coating was noted abraded while the other cable was intact, and the inner coil lumen was also abraded in this region. The ptfe liner of the inner coil was normal and not exposing the inner coil. Another external insulation abrasion breaching the optim sheath was found proximal to the suture sleeve tie mark consistent with friction to device can. The silicone insulation was not abraded in this region.